Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system had network issues. A technical support specialist (tss) checked station and confirmed that it remained configured in half duplex at 100 mb/ps. Tss configured it to auto negotiation like the two other devices and the reason for the prior speed duplex configuration likely helped with network speed for network interface card (nic) connectors on the docking board for aio5 as described in knowledge article (ka) "station shows slow network communications - win10 devices". Tss advised the customer to report any recurrence and proceeded for case closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, operated at 100mb/s half-duplex, and two other devices in the building operated at 1g/s full duplex. The customer stated that the station uploaded to the server, and it did not get downloads from the server and did not stay synced. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.